Event description:
At 2:08 p.m., the customer obtained a blood glucose reading of 248 mg/dl on a contour next link 2.4 meter. At 2:11 p.m., upon retesting with the sensor, the customer obtained a reading of 103 mg/dl. At 2:14 p.m., the customer repeated the test twice on his contour next link 2.4 meter and obtained readings of 214 and 103 mg/dl. The readings on sensor and blood glucose monitoring system are not comparable by themselves. However, as one of the readings obtained on the contour next link 2.4 meter and that obtained on the sensor were same, the differences between the high and low readings on the contour next link 2.4 meter were compared. There was no adverse event alleged. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.